Event description:
The customer reported the system locked up during a cine run. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and loaded an upgraded version of system software. The system operates as intended.